Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose has been within the 400 mg/dl and also in the 50 mg/dl range. No troubleshooting occurred for either high or low blood glucose. The treatment and symptoms of his hyperglycemic and hypoglycemic events were not discussed. The insulin pump was not returned or replaced.